Manufacturer narrative:
The patient is approximately 80+ years old. (B)(4) - non-surgical intervention. (B)(4) - the reported issue of catheter difficult to remove/withdraw. A visual and functional examination of the complaint device could not be performed as the device remains implanted inside the patient and will not be returned for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. Based on the details of the complaint, it is probable that the difficulty encountered in removing the device from the patient resulted from anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used to treat a 12 cm, end stage malignant tumor in the common bile duct during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient has a very tight stricture due to cholangiocarcinoma. During the procedure, a wallflex biliary stent was successfully deployed and expanded as intended inside the patient's common bile duct. However, during withdrawal, the stent introducer became stuck on one of the cells on the proximal end of the stent. The physician cut the stent catheter outside of the scope and was able to dilate the stricture enough to remove the introducer without complications. The stent remained in position within the patient and there was no reported damage to the stent body. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.